Event description:
Literature review of "twelve years and over 2400 implants later: augmentation mammoplasty risk factors based on a single plastic surgeon's experience" reported seroma, capsular contracture baker grade iii/IV, implant rupture, double bubble and bottoming out. Device status unknown. This record relates to unknown side.

Manufacturer narrative:
Clarification d.1, d.2a, d.2b, d.4: devices in question were not provided to be saline or silicone gel. The devices are unknown mammary implants, but will default to saline for reporting purposes. Journal article citation: montemurro, paolo md*,¿; pietruski, piotr md, phd¿. Twelve years and over 2400 implants later: augmentation mammoplasty risk factors based on a single plastic surgeon¿s experience. Plastic & reconstructive surgery-global open 12(4):p e5720, april 2024. / doi: 10.1097/gox.0000000000005720. Additional contributing author: piotr pietruski md, phd ambroziak hospital, warsaw, poland the events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade iii/IV, seroma.